Event description:
It was reported that a pwd (patient with diabetes) had red, lumpy skin and a chemical burn associated with a cadd cleo infusion set, attributed to the cleo 90 infusion set. The event occurred while the device was in use with the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.